Event description:
One of the mechanical components of the vitek 2 system, the dilutor, may develop an air leak causing incorrect amounts of saline to be used during the automatic dilution of the card. While the vitek 2 system was designed to detect dilutor leaks. The company has verified during an investigation that it is possible for small leaks to go undetected by the system for short periods of time. A risk analysis of this failure mode has identified a potential for incorrect sucesptibility results if this leak were to occur and were to be unnoticed by the system and the user. To date there have been no reports of incorrect result in the field.